Event description:
It was reported by dealer that the (B)(4) concentrator is not alarming at all but it's spitting out air from the 4 way valve so he thinks that the valve is clogged.

Manufacturer narrative:
Follow up with be filed if additional information is received.